Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil and an additional coil using a lantern delivery microcatheter (lantern). The physician then felt resistance while attempting to advance another smart coil out of the tip of the lantern, and therefore the smart coil was removed. The procedure was then completed using new smart coils, additional coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was kinked throughout its length, the introducer sheath was re-loaded backwards on the pusher assembly, and the embolization coil was intact with the pusher assembly. Conclusions: the smart coil instructions for use indicate that the penumbra smart coil system is compatible with microcatheters with a minimum inner diameter of 0.0165¿. The lantern has an inner diameter of 0.025¿. The use of a non-compatible microcatheter likely contributed to the reported issue. The damage observed throughout the smart coil was likely incidental to the reported issue, and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.